Event description:
Allegedly, eprd reported 47 new complications for biolox ceramic head® revision (22 dislocation/instability and 25 peri-fracture events). First revision surgery. No further information was reported. This incident is capturing 22 dislocation events.